Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump right plunger case and the lcd support lens were cracked. A review of the event history log (ehl) identified primary audible alarm post and primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the main board was getting multiple different errors. No patient injury was reported.